Event description:
It was reported by the sales rep the surgeon closed the device and dialed down the device to the 1.5 setting and fired. When the tissue was cut, there was excessive bleeding of staple line. Anastomosis was oversewed. There was no consequence to the pt.